Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, and prime test, excessive no delivery test due to motor error alarm also, unable to confirm prime or fill anomaly due to motor error alarm. No rewind anomaly noted. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump passed displacement test, rewind, self-test, off no power test and a21 error test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to be stuck in the prime fill loop. Customer attempted several times to get out of loop and was not able to move forward. Customer's blood glucose was unknown. Insulin pump would be replaced.